Manufacturer narrative:
Product analysis summary: a kink was evident on the hypotube. A sheath was on the device on return, the sheath appeared torn. The inner member distal to the distal markerband appeared to be bunched. The proximal balloon pillow appeared bunched. The stent was not positioned correctly at the proximal markerband. The proximal stent struts were positioned over the proximal markerband. The distal stent struts were positioned correctly at the distal markerband. Misalignment was evident to the 4th and 8th distal stent struts. Deformation was evident to the 14th, 15th and 16th distal stent wraps with struts raised. No deformation was evident to the distal tip. Kinks were evident on the distal shaft. Tactile testing confirmed kinks. Stretching was evident to the guidewire entry port. The inner lumen patency could not be verified with a 0.015 inch mandrel due to bunching of the inner member. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and calcified lesion exhibiting 90% stenosis located in the distal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that stent deformation occurred in vivo during positioning/advancement. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported to be alive with no injury.